Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. Additional information was received this rv lead and the device were explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. Additional information was received this rv lead and the device were explanted and replaced. No additional adverse patient effects were reported.